Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery and none of the buttons are working. The customer¿s blood glucose was unknown at the time of incident. No significant event leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing after a new battery was inserted. The customer was advised customer to discontinue use of pump and revert to back-up plan. No product replacement will be sent due to customer stated that the insulin pump has already been replaced. Customer also mentioned that the reservoir is empty . Advised customer that could have been the possible cause of no delivery alarm. No product is expected to return.